Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted outpatient antibiotic therapy. Per the home program manager (hpm), the cause of the events is unknown; therefore, causality cannot firmly be established. However, the hpm reported the events were unrelated to the utilization of any fresenius device(s) or product(s). Additionally, and infectious disease consult revealed the peritonitis was likely caused by an infectious pocket which never healed. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2020. Medical records revealed a peritoneal effluent fluid culture (cloudy) and cell count (wbc = 2,433 /mm3, polymorph cells = 96%) was obtained on (B)(6) 2020, and the patient was treated with intraperitoneal (ip) ceftazidime 2000 mg on (B)(6). The peritoneal effluent fluid culture result returned positive for staphylococcus epidermidis, and the patient¿s ceftazidime was discontinued. Instead the patient was treated with ip vancomycin on (B)(6) 2020 and (B)(6) 2020. The patient¿s home program manager (hpm) reported the cause of the peritonitis is unknown; however, the events were unrelated to the utilization of any fresenius product(s) and/or device(s). A follow-up cell count was collected on (B)(6) 2020 (wbc = 337 /mm3, polymorph cells = 0), which demonstrated a steady decline of the infection. The patient continued to undergo ccpd therapy, utilizing the same liberty select cycler as before the events. The hpm reported the patient may have had an infectious pocked that never healed, however this was not confirmed as the cause of the peritonitis.